Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 66-year-old caucasian female who underwent a breast augmentation primary with an unknown saline breast implant experienced left-sided deflation post procedure. The issue was diagnosed through physical examination. As a report, patient underwent bilateral replacements as follow: left/ catalog number 3503501bc, serial number (B)(6), right/ catalog number 3503501bc, serial number (B)(6) on (B)(6) 2023.

Manufacturer narrative:
Per additional information received on july 6, 2023, the suspect device catalog number reported as 3501650. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on july 17, 2023. Device evaluation completed on july 21, 2023: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing and microscopic evaluation of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a tear (a) on the anterior view measuring approximately 1.0 cm. Leak testing was performed, according to mentor procedure, and it identified a tear (b) within an area of shell abrasion measuring approximately 0.3 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear (a). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The evaluation determined that the cause of the tear b is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).